Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The event occurred during set up in room / before patient in room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated field: g1 - contact office email, h2. Correction is being made to previously submitted h4 - device mfg. Date. The correct date is 5/28/2008. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.